Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the subject meter was returned on 05/17/2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the reported error message could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (6/16/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis (pa) on 5/21/2013 and 6/4/2013, respectively, with the following findings: the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. Meter has not yet been tested by pa at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.